Event description:
It was reported that a lead was removed from the box and visual inspection from outside the pouch confirmed that the lead tip was bent. The lead was not used. No further information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) - final device analysis of the lead (lot # v671650) revealed the following: the distal tip of the lead was bent at the #1 electrode sleeve (new out of box).